Manufacturer narrative:
Follow-up was attempted; however, the patient-related fields that are currently blank in section a were unknown, unavailable, or not provided. Investigation results: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event does not represent a new or unanticipated risk. This event type was accounted for during the product risk analysis to support an acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "no problem detected".

Event description:
It was reported that a dissection occurred, which required additional intervention. The patient presented as asymptomatic for a left transcarotid revascularization (tcar) procedure. An enroute transcarotid neuroprotection system (nps) was selected for use. It was reported that the arterial sheath appeared to dissect the common carotid artery during access. The procedure was converted to a carotid endarterectomy (cea). It was reported that the patient is recovering well without incident.

Manufacturer narrative:
Follow-up was attempted; however, the patient-related fields that are currently blank in section a were unknown, unavailable, or not provided.

Event description:
It was reported that a dissection occurred, which required additional intervention. The patient presented as asymptomatic for a left transcarotid revascularization (tcar) procedure. An enroute transcarotid neuroprotection system (nps) was selected for use. It was reported that the arterial sheath appeared to dissect the common carotid artery during access. The procedure was converted to a carotid endarterectomy (cea). It was reported that the patient is recovering well without incident.